Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication from other device to mobile, audio/vibrate anomaly/absence of alarm. The customer reported no adverse event. The event involved product(s) mmt-8200. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. The customer will discontinue using the application. No product return is required for mmt-8200.

Manufacturer narrative:
An attempt to reproduce the reported event using guardian app version 1.4.0 installed on the iphone 13 mini, ios 16.6 with transmitter was conducted and confirmed that the issue was not reproduced. The software did successfully adhered to the specified requirements and did performed in accordance with the expectations specified in the software requirements specifications 10967806doc version f. After conducting a thorough investigation, we have not found any issues with audio alerts in the logs. But there is possibility that customer didn't receive alerts because of app alerts settings - in the logs we can see that high sg alerts are enabled only for night time (option alert me at and before), in the day time selected option is alert me before - only high predictive alerts are active. Also it could be an issue with the os notification settings, preventing app notifications/alerts from being heard. To help with the resolution of the issue we provided helpline with the following steps: a. Check mentioned alert settings with customer, help to configure the settings. B. 1. Please ask customer to grant all notification permissions in the settings that apply to the guardian application. 2. If all permissions were already granted then turn permissions ""off"" and then ""on"" again. 3. If the app is not displayed in os notification settings or notifications are not displayed in the os app settings then: 3.1) reset location and privacy. (Settings -> general -> transfer or reset iphone -> reset -> reset location and privacy). 3.2) reboot the phone. 3.3) open the app and grant notification permissions when prompted. C. 1. Reinstall the app (don't start the app yet). 2. Reset location and privacy. (Settings -> general -> transfer or reset iphone -> reset -> reset location and privacy). 3. Reboot the phone. 4. Open the app and grant notification permissions during the startup. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.